Event description:
The customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 190 mg/dl, 55 mg/dl, 39 (lo) mg/dl and 250 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor 0m000gftwdh has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre reader were reviewed. The dhrs showed the libre reader passed all tests prior to release. Dhrs (device history review) for the libre sensor and sensor kit were reviewed. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 190 mg/dl, 55 mg/dl, 39 (lo) mg/dl and 250 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.